Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was not successfully implanted as the physician reported difficulty attaining consistent pacing in spite of several repositioning attempts. The lead was removed and replaced in absence of adverse patient effects. No return of product is expected as the lead has been discarded.